Event description:
Customer is requesting an event log review involving an infusion of 1 liter d5 1/2 ns w/ 30meq kcl at 110ml/hr. A note attached to the pump stated bag infused in 1.5-2 hours when it should have infused in 9. There are currently no other details or specifics known.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer requests event log review. The event logs have been received. A follow up report will be submitted with evaluation results once the logs have been reviewed for evaluation.